Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed this has been a gradual rise over the past year from 84 to 155 ohms. Ts also discussed this was likely due to calcification. Further evaluation was recommended. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed this has been a gradual rise over the past year from 84 to 155 ohms. Ts also discussed this was likely due to calcification. Further evaluation was recommended. Further information was received that a commanded shock was delivered to test this lead and 115 ohms were obtained. No additional adverse patient effects were reported. At this time, this lead remains in service.